Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal pump parameters on the system monitor was not able to be determined. The system monitor serial number (B)(6) was not returned for evaluation and remained in use. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor displayed abnormal pump parameters. The system monitor was disconnected and rebooted, and normal parameters resumed.